Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 48 mg/dl. No significant events leading to the alarm were observed other than the customer having been at the gym. Advised replacement of the insulin pump. The most recent blood glucose reading was 244 mg/dl, which was treated with a manual injection. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.